Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. ¿ per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 04/23/2016 to 10/20/2016 and trending was not exceeded. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ the product was not returned; therefore, no visual analysis was performed. ¿ a retains sample test was performed by the supplier and no anomalies were found. There is insufficient information to determine an assignable cause as the customer was unresponsive at multiple attempts to obtain additional information and the product was not returned for evaluation. No anomalies were found with the retain sample and review of lot trending found trending was not exceeded for this lot. Should additional information become available, the complaint file will be reopened and evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202_90, lot number - the correct lot number is 17216, expiration date - the correct expiration date is 04/20/2018.

Event description:
A customer reported the sterrad(tm) sealsure chemical indicator tape did not change color correctly after completed sterrad(tm) 100s cycles. The customer reported they could not confirm when they started to experience this issue and also could not confirm how many times they have found the strips not changing color since the issue was happening on the night shift. The affected load was reprocessed and there were no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad(tm) sealsure chemical indicator tape not changing color correctly.